Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. It was also reported that high impedance was found. The ipg was removed and replaced. High right ventricular (rv) lead impedance was also found. The rv lead remains in use. No patient complications have been reported as a result of this event.